Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 462 mg/dl. The customer stated that the alarm occurred during bolus delivery. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump did not occur during rewind. The customer was assisted with the self-test. The customer was advised to monitor the pump.